Event description:
Caller reported a malfunction on pump, identified by the code malf 12. There was no reported impact to customer's blood glucose level. Technical support assisted customer with resetting pump, and the malfunction did not recur. Customer was advised to continue using pump and to contact support if issue reoccurred. Caller acknowledged and understood the instructions.